Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t receiving pain relief. The right lead had migrated down. The patient was to have a consult talk about a revision. The issue was not yet resolved and surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the lead migration was not determined. The patient's revision surgery has not been scheduled as they did not show up for their surgical consult. No further information was reported.